Event description:
Related manufacturer reference number: 2017865-2023-94364. It was reported that the patient presented remotely via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead and the right atrial (ra) lead was oversensing noise. No intervention was performed. The patient was in stable condition.